Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device did not turn on using battery power as it was returned without a battery, the device did power on under ac power and with a known good battery. When powered on the device displays a no sd card error and the front panels start blinking, at this point the touchscreen and front panel buttons are no longer responsive. Internal inspection showed the c51 component on the instrument board is damaged. The instrument board was replaced and the device was fully functional. The customer's instrument board was placed back in the returned device and the sd card was replaced, this did not resolve the issue. When mechanical downward pressure was put on the j10 usd connector the sd card was recognized and the device became fully functional. The potentially damaged j10 connector causes the device to have the no sd card error. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported the touch screen keeps freezing. No patient impact or consequences were reported.